Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 22-jul-2017 indicating norco medication was administered/initiated on (B)(6) 2017. The patient reported increased pain as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010. Product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (30.0 mg/ml at 5.0 mg/day), bupivacaine (10.0 mg/ml at 1.667 mg/day), and fentanyl (300.0 mcg/ml at 50.0 mcg/day) via an implantable pump for spinal pain, non-malignant pain, and post lumbar laminectomy syndrome. On (B)(6) 2017, the patient reported her pain had progressively worsened over the past 2 weeks and that her pump flips in the pocket. An examination was performed on the same date, revealing the pump was mobile to some degree in the pocket. An ultrasound exam revealed that the pump was not currently flipped, and there were no signs of infection. A catheter access port (cap) contrast study/fluoroscopy was performed on (B)(6) 2017. The catheter was noted to be completely occluded upon pump check; the occlusion was most likely at the pump site. The catheter tip was at t10, and appeared to be intraspinal. An examination was performed on (B)(6) 2017. The patient had lost lots of weight, and had lots of pain in their skin. The pump was flipping around in the stomach as she moved. Per an ultrasound exam, the pump was currently flipped. The pump was manually flipped on the same date in order to refill it. A pump segment catheter revision and pocket revision was performed on (B)(6) 2017. Surgical observation found the catheter to be twisted and the pump was secured to the fascia. The device diagnosis was catheter kink and pump inversion. The clinical diagnosis was increased pain. The catheter kink was related to the device/therapy, and was not related to the implant procedure. The pump flip was possibly related to the device/therapy, and was possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs. It was noted the cause of the pump flipping was not documented, although physicians' notes indicate the patient had lost a lot of weight.